Manufacturer narrative:
Evaluation: results: both leads were received complete. Microscopic inspection of both leads revealed that lead "a" had a kink with broken wires in lead segment 17cm away from the stimulation end. Lead "b" also had a kink 20cm from the stimulation end but the wires appeared intact. Both leads had compression marks 1cm proximal to the kink. No functional testing was performed on lead "a" due to broken wires in the lead segment. Continuity testing was performed on lead "b" and open/high impedance was observed on two of the channels. Per the event details coupled with the observations made, the damage is consistent with overstress the leads were subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010 including two percutaneous leads (from the same lot). It was reported that she had fallen and as a result, her scs system was not functioning properly. A full diagnostic impedance measurement revealed that one of her leads had invalid impedances on all contacts. Two out of eight of the other contacts had invalid impedances. An sjm representative reprogrammed the system, utilizing the contacts with normal impedance. The patient felt stimulation on her right side, but not much on her left. The patient's doctor took a fluoroscopy of the lead and ipg and no obvious anomalies were observed. As a result, the patient's leads and lead anchors were explanted and replaced.